Manufacturer narrative:
Tried to follow up with customer but have not received a response. Sample not available for inspection.

Event description:
I purchased one for my father from amazon after he had both legs amputated. After a few uses, we had an incident where he nearly fell. I believe it is due to the cam system on the arms. The length of each pin make them insufficient for when someone presses backwards on the arm, which then dislodges the pin and causes the arm to drop with full force and my father falling.